Manufacturer narrative:
The device was returned and evaluated, and the investigation for the reported pump stop has been completed. Console logs from the reported day of event are consistent with complaint and show that the pump was successfully started and ran without any issues for about 2 hours, a sudden pump stop occurred, as evidenced by alarm #6 (pump stop due to motor driver guard error or its supply voltage out of spec), preceded by error messages. Two consecutive auto-restarts were unsuccessful and the alarm condition persisted. Rtlog data shows that there were no motor current irregularities before the first pump stop. After the console was brought to the lab for testing, shortly after the console was powered on, there was a beeping sound from the impellatronic, indicating possible internal communication issue (between pmd and cpld). Pbm was verified to be providing sufficient power to the epm and pmd sub-circuitries (5v and 20v respectively), but the beeping was persistent and did not resolve after aic was power-cycled. After impellatronic assembly was temporarily replaced with a know-good one, the issue was resolved. The cause of the aic issue was a defective impellatronics board. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella device for mechanical circulatory support. Near the conclusion of the case, the automated impella controller (aic) produced a controller failure alarm and stopped suddenly. Attempts to restart the pump were unsuccessful, and the console was replaced. There was no reported patient harm.